Event description:
It was initially reported to philips healthcare that the heartstart xl "cannot connect power." Further clarification revealed the device "cannot use the paddles discharge", which was noted during testing.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.